Manufacturer narrative:
Continued: see attached. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the diagnosis is 100% left anterior descending/open heart surgery. While in cath lab md inserted sheath via right femoral artery. Iab was inserted problem free. Time of insertion is not documented. However, at 2300, nurse phoned hot line & reported following: heparin line (center lumen) was clotted off. Nurse stated that at 2245, line was clear & she had good tracing. By 2255, there was blood in tubing and waveform was flat. The clinical support specialist advised the nurse that the central lumen was non-useable and recommended that the nurse use another a-line site to assist in timing or chose to go with just ECG, that weissler timing would be employed by the pump. The nurse was reminded that there would be no hemodynamics. The nurse told the support specialist that a call would be placed to the md. At 0400 hours, the nurse reported that the iab had ruptured and there was blood in the helium drive line. The nurse clamped it off and pulled the tubing from the front of the console. The nurse asked how long the iab could remain in the pt and the support specialist replied the iab must be removed immediately. The nurse informed the specialist that the pt was fully heparinized and full dose, "could it wait until 0730, when they were going to the or?" The nurse was advised of the risks. At 0440, the nurse contacted the specialist and said that there were conflicting orders. The cardiovascular surgeon, and the cardiologist did not agree on when to pull the iab. The surgeon wanted to pull the iab "now" and the cardiologist wanted to stop heparin and pull the iab at 0730. The pt was taken to surgery, and the iab was removed.